Manufacturer narrative:
No product investigation is required. The caller admitted that the meter port was contaminated with blood. This is the final report.

Event description:
The customer's daughter reported the customer inserted the wrong end of the test strip into the port of her freestyle freedom blood glucose meter, and also that the port was contaminated with blood. The customer was reportedly unable to test and medicate herself properly and as a result, she experienced a medical event when she felt weak. It is unknown if the customer lost consciousness or had seizure. The paramedics were called and the customer was reportedly treated with a "glucose injection" and intravenous fluids. Although it was reported the customer was transported to a health care facility, no further information about the event is available because the customer's daughter refused to complete the medical troubleshooting survey. There was no report of death or permanent impairment associated with this event.